Manufacturer narrative:
Additional information was received on july 1, 2020. In addition the deflation reported initially, bilateral ptosis was also noted. See 1645337-2020-08844 for contralateral prosthesis report. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 350cc saline prostheses was performed. The impacted product was received by the failure analysis lab on july 7, 2020. The investigation of the returned device was completed by the failure analysis lab on july 8, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5983293 number, and no non-conformances were identified. During the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedures, and it revealed a tear on the anterior view, measuring approximately 0.3 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 475cc saline prosthesis experienced right sided deflation post procedure. The prosthesis had started getting smaller. The patient visited the physician¿s office and received a medical diagnosis for the deflation. Explant with bilateral replacement is planned for (B)(6) 2020.